Manufacturer narrative:
The investigation reviewed the reaction monitor for the patient's initial creatinine result and the reaction curve suggests a reagent carryover. The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 (creatinine) results for one patient tested on a cobas integra 400 plus. The patient's initial creatinine result was not reported outside the laboratory. The customer performed repeat testing with the sample. The patient's initial creatinine result was 109.5 umol/l. The patient's repeat creatinine results were 73 umol/l and 73 umol/l. The creatinine reagent lot number was 63596001 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The third repeat value of 73 umol/l was performed on a second analyzer. Upon review of the reaction data, the initial value showed a reaction curve which suggested a reagent carryover. The investigation could not identify a product problem. The cause of the event could not be determined.